Event description:
It was reported that the patient had this pacemaker implanted at (B)(6) hospital in 2016. Not long after implant the patient reported that they started to feel a "banging" on their chest. It was also reported that in 2025 the patient "experienced a ventricular fibrillation and his pacemaker did not stop this." The patient then had their pacemaker replaced in (B)(6) 2026. No other adverse patient effects were reported.